Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The patient had a history of atrial lead noise resulting in multiple auto mode switch episodes. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead continued to exhibit noise.

Event description:
New information notes that a new occurrence of noise was observed. No intervention was performed and the lead remained implanted.